Event description:
Balloon and valve were advanced into sheath over the wire. Initially push forces were somewhat tight but no more than usual. There was a sudden reduction in the level of resistance and delivery of catheter could be seen extending into the left side of the abdomen outside the normal course of abdominal aorta. There was a sudden loss of blood pressure. Surgeon removed delivery catheter but valve was no longer mounted on the catheter, exchanged the edwards sheath for a 14 fr medtronic sheath. Despite the valve never having advanced past the distal end of the sheath the valve somehow remained in the patient. A reliant balloon was placed in proximal portion of abdominal aorta to assist w/ hemostasis. Vascular surgery was called to assist. Hemostasis was attempted with an endograft. Resuscitation efforts were carried out, patient was pronounced deceased 40 minutes later.